Event description:
Additional information received reported that the manufacturer representative saw the health care professional (hcp) who stated that the patient had no complaint anymore, so the reporter thought that it was working well now.

Event description:
It was reported that it was not possible to fully recharge the sensor due to the temperature signal after approximately 2 hours. It was noted that an overdischarge was suspected. It was noted that a physician mode recharge (pmr) was not performed. It was noted that there was a loss of stimulation and therapeutic effect. It was noted that impedance testing was performed. It was noted that no action as required as a result of this event. It was noted that there were coupling issues and telemetry issues with the recharger and the temperature error code was displayed. It was noted that a different recharger was used. It was noted that the recharger showed 50% recharged but there was no stimulation and it was not possible to interrogate the ins with the clinician programmer. It was noted that the patient tried to recharge again and it was possible to interrogate the stimulator afterward. It was noted that after 2 hours of recharging the temperature signal appeared. It was noted that the manufacturer representative changed the ¿recharger belt¿ and was waiting to see if that worked. It was noted that the device had been moved from the abdomen to the buttock recently. It was noted that the patient was alive with no injury and there were no other symptoms associated with the event. Additional information received reported that changing the recharger belt did not solve the problem. It was noted that the manufacturer representative was to see the patient as soon as possible to see the problem and avoid wrong use of the material. It was noted that if the recharger belt was not involved, it would not be sent for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).